Event description:
On (B)(6) 2017, the reporter for the patient (mother) contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca). The reporter stated that the alleged inaccuracy began on the (B)(6) 2017, 6:30am when the patient obtained alleged inaccurately high blood glucose results of 210 and 199mg/dl on the subject. The reporter detailed that the patient manages their diabetes with a combination of medications including januvia, humalog 4 units daily and 10 units of lantus at night. The reporter stated that at around 8:00 am on (B)(6) 2017 the family found the patient unresponsive which they associated with hypoglycaemia. The reporter detailed that at 8:30am emergency medical services (ems) arrived and obtained a blood glucose result of around 60mg/dl on the ems device. No medical treatment was specified by the reporter. On (B)(6) 2017 the patient was advised by her doctor to decrease her dose of humalog and lantus medication and replace her meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the patient¿s testing steps were correct and the sample was taken from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was intact. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.